Manufacturer narrative:
Product complaint # (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery for trochanteric femur fracture. In this surgery, cement was planned to use. After inserting a blade, the surgeon opened the package of the cement kit and the syringe kit in question. After mixing the cement, when the surgeon tried to inject the cement into the syringe, t-shaped handle of the syringe kit broke because the cement was harder than usual. Because this event occurred before inserting the cement into the bone, the surgeon decided not to use the cement. The surgery was completed successfully within about 5 to 10 minutes delay. No further information is available. This report is for one (1) traumacem v+ cement kit 10 ml. This report is 1 of 2 for (B)(4).